Manufacturer narrative:
Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in new brunswick, new jersey . Medical intervention was required to prevent further patient injury. Through review of the expanded access form alung technologies, inc. Received a report that a patient experienced anemia during eua hemolung therapy. This event required two units of blood but did not result in hemolung therapy discontinuation. The data log from hemolung therapy has been retrieved and reviewed by both clinical and software engineering staff. No abnormalities were noted within the co2 removal and blood flow graphs. No critical errors occurred. Hemolung therapy was provided as intended. No CAPA was opened because of this event. Anemia is a known possible complication associated with use of extracorporeal hemolung therapy. Examination of the controller data log shows that hemolung therapy was provided as intended. Alung technologies, inc. Will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision

Event description:
Alung technologies, inc. Received a report that a patient experienced anemia during eua hemolung therapy. This event required two units of blood but did not result in hemolung therapy discontinuation.